Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (sn (B)(4) ) displayed "tcm ID:02" (ce danfoss error) error message was confirmed during functional testing and based on the event log review. The root cause was determined to be a defective cooling engine (ce) due to wear and tear. The thermogard console is a reusable device and was manufactured in october 2010 and is more than 10 years old, well beyond its expected serviceable life of 5 years. During visual inspection, no physical damages were observed. During initial functional testing, the console displayed tcm ID:02 (ce danfoss error) error message upon power up, thus confirming the reported complaint. The event logs were reviewed and confirmed the occurrence of the tcm ID:02 error message, thus confirming the reported complaint. Also in the archive, unrelated to the reported complaint, tcmid:06 (ce post failure) was observed. Tcm id02 and tcm id06 was due to a defective ce. The ce needs to be replaced to address the tcm ID:02 and tcm id06 errors. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4) .

Event description:
Customer reported that the thermogard xp system (serial # (B)(4) ) displayed "tcm ID:02" (ce danfoss error). Patient use information was requested but no additional information was provided, therefore patient use is unknown.